Event description:
Add'l info received from MFR 11-25-02: the device in question (microcaps, a1720-01) was not returned to arthrocare corporation. As a result, a physical evaluation of the subject device was not performed. However, an analysis of the manufacturing record for lot no 9131211 was conducted. The analysis of the manufacturing record did not indicate any abnormalities. In addition to reviewing the manufacturing record for the lot in question, an inquiry as to the reported event was made with the involved hospital. It was reported to arthrocare corporation that no complications were recorded during the course of the procedure. Based on the info provided to arthrocare corp as a result of the investigation, arthrocare filed a mandatory medwatch form. Additionally, arthrocare corporation reviewed all complaint info associated with the subject lot. No similar incidents involving the subject lot have been reported at arthrocare at this time. However, since the device is not available for physical evaluation, arthrocare is unable to conclusively link the cause of the incident to either a user's error or a device malfunction. A rep from hospital reported that the subject device was disposed of by hospital personnel. No design change modifications have been made to the microcaps arthroward since it was first marketed. The microcaps arthrowand is designed and labeled for single use. All arthrowands are powered by a 110v electrosurgical generator, which is connected to an external power source, an electrical outlet. Arthrowands are not powered by a battery or other disposable power source, and therefore have no defined life expectancy associated with a critical power source. At this time arthrocare is unable to determine the root cause of the alleged adverse due to receipt of limited info concerning the specifics of the procedure, as well as, the inability to physically evaluate the microcaps wand in question. However, to date, less than one tenth of one percent (0.10 percent) of all microcaps arthrowands have been used in cases where device malfunctions have been reported. In all cases, there were no systematic issues associated with the design of the product or the manufacturing process.

Event description:
Left ring extensor tendon injury following use of arthrowand microcaps handpiece for scapholunate ligament thermal shrinkage.